Event description:
During index procedure, one endeavor drug eluting stent was implanted in the lad. Approximately 8 months post index procedure, the patient was hospitalized due to recurrent stenosis. Revascularization of the lad was performed and a non medtronic stent was implanted. Investigator indicated that the reported event was related to the study device. Approximately 42.5 months post index procedure, the patient suffered a mi. The mi was related to the target vessel. The mi was treated with revascularization of the lad 48 months post index procedure. Investigator indicated that the reported events were not related to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (mi). Conclusions: inherent risk of procedure (mi). (B)(4).